Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. The device powered on and operated, as it should however, during the evaluation of the device, it was discovered that the nurse's call connector was pushed up, and it is likely the pins are broken. The unit has not been repaired and was returned to the customer unrepaired. Additionally, the enclosure's top left, back bottom and the base are cracked and need replaced. The device has insect infestation.